Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism (sleeve head). Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted the lead has been stretched, causing the inner tubing to buckle and tear out of the connector. This allowed the conductors to short together. Apparent explant damage noted.

Event description:
It was reported, during the implant procedure, the physiciant encoutered difficulty manipulating the v lead in the apex. The lead was removed and a strain on the lead was noticed. Subsequently, the lead was reinserted into the apex without difficulty and tested good values with the analyzer. The lead was retested with the analyzer and fluctuating impedances between 200-800 ohms were observed. The lead stabilized in the 800 ohm range and the pocket was closed. However, when interrogated through device, there was a v lead warning v impedance < 200 ohms. The pocket was re-opened and lead was retested through analyzer which showed impedance < 100 ohms. Consequently, this lead was removed and replaced. No patient complications have been reported as a result of this event.